Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded multiple pacemaker mediated tachycardia (pmt) due to ventricular oversensing. Device data was sent to rhythmcare for review. Rhythmcare provided further troubleshooting options and recommendation of x-ray to evaluate system placement. This device remains in service. No adverse patient effects were reported.